Manufacturer narrative:
Additional manufacturer narrative- the review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2009, this patient underwent endovascular repair of an abdominal aortic aneurysm and an aneurysm of the right common iliac artery, using two gore excluder aaa endoprostheses. After the contralateral leg component was implanted in the right leg, a distal type I endoleak was revealed. An iliac extender component was implanted for distal extension, and the endoleak was resolved. The procedure was concluded without any further adverse event. On (B)(6) 2009, at the one-month follow-up, no adverse events were noted and the abdominal aortic aneurysm measured 75 mm. On (B)(6) 2009, at the six-month follow-up, the abdominal aortic aneurysmal measured 82 mm, but no endoleak was seen. A wait-and-watch approach was taken to the aneurysmal enlargement. On (B)(6) 2010, at the one-year follow-up, the abdominal aortic aneurysmal measured 82 mm. The wait-and-watch approach had continued to the aneurysm enlargement. No further information was provided to gore.